Manufacturer narrative:
The referenced device was being used in the user facility after the event and was not returned to omsc for evaluation. The exact cause of the user's experience could not be conclusively determined. However, since the facility continued to use the device, it was considered that the device had no abnormality and/or irregularity. Therefore, there is the possibility that the malfunction of the device is attributed to inappropriate handling of the device by the user. If significant additional information is received at a future date, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
This is a cross reference report for MFR report #8010047-2012-00469. Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this initial report is required. Omsc was informed that the endoscopic image became dark during unspecified procedure. The procedure was reportedly completed with a different endoscopic system. There was no patient harm reported.